Event description:
Patient reports right sided rupture. Additionally, physician has confirmed the rupture diagnosed by ultrasound and MRI. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ruptured device discovered during radiology examination. The device will be explanted. Side unknown.